Manufacturer narrative:
Reported event: the returned device was confirmed to be a 3.0 rio® robotic arm - mics, catalog # 209999, serial# (B)(4) that had connection errors. Device history review: a review of the device history records shows that the inspection records for the 3.0 rio® robotic arm - mics were completed on january 25, 2010 and all nprs and deviations resolved. Device evaluation and results: per gsp case# (B)(4): the device was inspected at the customer site and could not duplicate connection errors. Replaced the hybrid cable ((b)(4 qty 1) and cpci assy ((B)(4) qty 1). Verified clean fibers with the light loss kit. Transferred the hard drive from the f17 computer to the replacement computer. Verified all presurgery tests have passing results. Complaint history review: based on the device identification (pn 209999), serial # (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding connection issues. There were 2 other reported events for the serial number referenced: trackwise # (B)(4). Conclusions: the failure mode of a 3.0 rio® robotic arm - mics with connection errors was not confirmed. The issue occurred during a case and resulted in a 10 minute delay and then conversion to manual. There was no adverse consequences to the patient. Corrective action/preventive action: no further action is required. (B)(4)

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. This is the first of two cases occurring on (B)(6) 2017 with connection errors. This case was completed manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. This is the first of two cases occurring on (B)(6) 2017 with connection errors. This case was completed manually.